Manufacturer narrative:
To date, there is no update on the return of the actual device for evaluation. Customer-supplied images included close-up views of unknown locations on the complaint zipwire. The images show evidence of skive/cut damage to the polymer jacket material, with associated core wire exposure. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the operational instruction- to activate hydrophilic coating: - before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. As indicated in the directions for use (dfu) precautions: - the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information is provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: per cnf, it was reported that: after unpacking of the hydrophilic guide wire, it was found that the guide wire was not completely wrapped by the black coating in many places when the guide wire was watered before the procedure, the stainless guide wire was exposed in many places, and the black coating fell off, so the procedure was completed by replacing it with another same device. The device is expected to be returned around jun 8th. The patient condition following procedure was stable. What was the patient condition following procedure? Stable where did the problem occur? Outside the patient action taken by the physician to try to resolve the event: none patient outcome from the event: none procedure outcome: completed with another of same device event resolved? Yes patient date of birth: asked but not available as per account/customer. Images provided 19 may 2026.